Event description:
It was reported that the balance middleweight universal ii guide wire distal tip separated during advancement of the guide wire inside the guiding catheter. There was no resistance felt during advancement of the guide wire to the lesion. The guide wire and the guiding catheter were removed together from the anatomy and the distal tip was confirmed to be inside the guiding catheter. Another guiding catheter and guide wire were used successfully to complete the case. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.